Manufacturer narrative:
The pump had an intermittent button response due to the flattened (creased) act button dome switch. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the act button was not working like the other buttons on the insulin pump. Customer's blood glucose was 88 mg/dl at the time of the incident. Customer stated that the pump has been having issues and every time he puts the pump in his pocket, the act button will go off. Customer stated that it was like the spring behind it broke. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.